Event description:
We received a report that during the implantation of a zcb00v intraocular lens, the posterior capsule tore from 6 o''clock to 11 o''clock direction. The surgeon was using an unapproved cartridge during the procedure. The tear occured as the iol was unfolded in the patient's eye. A vitrectomy was performed for the treatment of vitreous prolapse. Another iol was placed in the patient's eye during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.